Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (belt connection) was due to the latches on the trunk cable connector being broken, creating an insecure connection with the monitor. The root cause for the damaged connector was physical damage. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt e-belt connector was damaged.